Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 08/18/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred while the surgeon was working on the splenic hilum although end tones, indicating a completed seal cycle, were heard. Further attempts were made to seal the area without success. Another ligasure device was used to complete the procedure without further issue.